Event description:
A piece from this cannula(4msf1-7-13-25 ) came off during a procedure.

Manufacturer narrative:
Reportable as the piece that broke off was swallowed by patient and eventually came out. No patient harm reported.

Event description:
A piece from this cannula(4msf1-7-13-25 ) came off during a procedure.

Manufacturer narrative:
Reportable as the piece that broke off was swallowed by patient and eventually came out. No patient harm reported the complaint could not be confirmed without returned product or pictures. Complaint history for this part number was reviewed for the last 24 months. No similar complaints have been reported. The complaint appears to be saying that the patient swallowed the mouth scoop. This component is a molded part of the facepiece, it is not assembled to the rest of the facepiece. The only way that this would be possible is if the patient ripped, tore, or bit off this part of the facepiece. This component is intentionally made to be very soft, for flexibility and patient comfort. This risk has already been reduced as far as possible (by making the facepiece a single component). Ra: this failure mode (r29), loose components due to product damage, is identified on the risk analysis file (RMA-20001) for capnography products. The severity of harm associated with this failure mode is considered a serious (8) risk. This meets the risk threshold for carb review. This issue will be discussed at the next carb meeting for determination of next steps.